Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported a delay in critical therapy, due to the inability to deliver medication through a clave port. The tubing set was being used to deliver unspecified solutions via a symbiq pump. After an unspecified length of time in use, the patient went into cardiac arrest. It was reported that the staff were unable to deliver an unspecified medication in a prefilled syringe through the distal clave port during a code. The tubing set was removed from the pump, and the staff unsuccessfully attempted to deliver the medication with the prefilled syringe through the distal clave port. The tubing set was replaced and the medication was delivered. It was reported that a delay of therapy critical for the patient occurred due to the inability to deliver the medication and the time to prepare the replacement tubing set. At an unspecified time, it was reported, the patient expired. The cause of death was not provided. Though requested, no additional information was provided, including diagnosis and autopsy results.